Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the surgeon heard an abnormal sound from the device and then the blade could not come out from the sheath when the surgeon grasped the trigger. The surgeon turned off the power of the motor drive unit, then the device worked normal temporarily. After that, the same situation occurred with the handpiece. Another like device was used to complete the procedure with no adverse patient consequences. The surgeon stated that the forceps may have touched the blade because the forceps grasped a lot of tissue.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During functional evaluation, the blade extended/retracted when trigger was pressed and released respectively; at coreguard and full position. The blade failed to rotate during the evaluation.